Event description:
As reported by the sales rep, there was difficulty withdrawing an outback after use and abnormal force was used to retract the catheter. There were no adverse consequences to the patient and another intervention was done. The outback was advanced over a sparta core wire with no difficulty crossing the aortic bifurcation. The needle was deployed and the wire was advance into the artery. The needle was retracted and the device wouldn't back out over the wire. There was no vessel injury. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. All the specified ports were flushed. They were flushed, followed by a 30 second pause, and then flushed again. Heparinized saline was used for preparation and flushing of all ports. It is not known if the cannula actuation (outback) action was verified outside of the patient or if the catheter was held in a straight orientation, with ¿no slack¿ during preparation. It is also not known if the catheter coiled at any point prior to insertion. There was no adverse event associated with the use of this device and the patient was stable.

Manufacturer narrative:
It was reported that there was difficulty withdrawing an outback after use and abnormal force was used during retraction of the catheter. There were no adverse consequences to the patient and another intervention was performed. The outback was advanced over a sparta core wire with no difficulty crossing the aortic bifurcation. The needle was deployed and the wire was advance into the artery. The needle was then retracted but the device would not retract back out over the wire. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. All the specified ports were flushed according to the IFU. It is not known if the cannula actuation (outback) action was verified outside of the patient or if the catheter was held in a straight orientation, with ¿no slack¿ during preparation. It is also not known if the catheter coiled at any point prior to insertion. There was no adverse event associated with the use of this device and the patient was stable. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, device interaction and procedural factors may have contributed to the reported event.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.